Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k161552. PMA / 510(k)#: k141311. Investigation summary: bd was unable to verify or determine the root cause of the reported complaint of leakage due to the returning sample being contaminated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: the sample received was contaminated therefore a complaint analysis could not be performed. Root cause description: the sample received was contaminated therefore a complaint analysis could not be performed. An investigation could not be completed, and a root cause is unassignable in this case. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that saline leaked past the bd posiflush¿ normal saline syringe stopper during use. The following information was provided by the initial reporter: "nurse witnessed the saline fluid leaking above plunger area of the syringe."